Event description:
As reported to cook: while attempting to insert a PICC using a cook medical peel-away introducer set was unable to advance, pulled wire and needle out at the same time. Heard a snap, then a crack, examined the wire, compared it to a new set and it was shorter than a new one. X-ray taken. Coil of wire found in the soft tissues just above the elbow joint. Pt was taken to surgery to be surgically removed. Pt outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. This device is shipped with an attached caution label, in which is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints.